Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that following multiple reprogramming sessions they removed and replaced the device on the opposite side. The cause of the shocking sensation was likely a nerve close to the generator - the patient had symptoms even with the device off. The shocking sensation was resolved.

Event description:
The patient reported that she was doing just fine until all of the sudden it started shocking her big time on (B)(6) 2016. She was in a sitting position when this happened and it did not happen when she was standing. Therapy was on and set at 4.05. She intended to lower the setting and follow-up with the healthcare provider (hcp). The patient's indication(s) for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.